Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. The explanted device was discarded and will not return for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient reportedly experienced an infection and electrode extrusion. The recipient presented with secretion. The recipient was prescribed antibiotics. On (B)(6) 2014, the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device in the contralateral ear.